Event description:
It was reported that customer experienced issue where touchscreen was not responsive to first touch. There was no reported impact to the customer¿s blood glucose level. Customer declined further inquiry and assistance, so no troubleshooting was completed and no further action was required from technical support.